Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported rupture was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty of balloon rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during pre-dilatation of the mid left anterior descending (lad) artery, the 3.0 x 15 mm trek balloon dilatation catheter (bdc) ruptured during the first inflation, before reaching 11 atmosphere (atm). There was no reported adverse patient effect. The lesion stenting was abandoned after only the pre-dilatation balloon angioplasty. There was no additional information provided.